Event description:
It was reported that the patient had a lead warning for low impedance on the ventricular lead. It was noted that the bipolar impedance had slowly decreased since implant. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ventricular lead had another lead warning along with unipolar impedance higher than bipolar with continued low impedance measurements.

Event description:
It was reported that the patient had a lead warning for low impedance on the ventricular lead. It was noted that the bipolar impedance had slowly decreased since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.